Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. Trend analysis: no patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening extended on anterior, posterior and radius, wear abrasion and creases fold. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". Device has been explanted.